Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device had intermittent spots on the display that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.